Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Method: (evaluation method) device work order search. Results: (evaluation result) a device work order search was performed and no similar complaint was found within the work order. Conclusion: (unable to confirm complaint) based on the complaint history, device work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-1 aq20107v 23.00 diopter preloaded injector. The lens was implanted but there was resistance with injector's screw plunger. There were no adverse events reported.

Manufacturer narrative:
Method - (process evaluation): device history review. Results - (operational problem): based on the DHR review, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause any nonconformances of the injector. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).